Manufacturer narrative:
The device was returned to vygon us, and was forwarded to the manufacturer for evaluation and complaint investigation. This investigation is on-going, and the results will be communicated to FDA via follow-up MDR within thirty days of its conclusion.

Event description:
The hub of the catheter is leaking on all units no adverse patient outcome.

Manufacturer narrative:
The device was returned to vygon us, and was forwarded to the manufacturer for evaluation and complaint investigation. This device examination showed that the device involved was a premicath. This catheter was separated from the anti-kink collar. A small amount of blood was visible through the transparent anit-kink collar at the junction wing. The surface was relatively smooth as if it had been cut with a sharp mechanical instrument. Vygon cannot confirm a quality problem with the product. Each catheter is leak and flow tested before packaging, so a production fault is very unlikely. The IFU for this product warns not to force injections through the catheter.

Event description:
The hub of the catheter is leaking on all units, no adverse patient outcome.